Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced fever and scrotal inflammation, the physician alleges an erosion caused the infection.

Manufacturer narrative:
Additional information: event.

Manufacturer narrative:
Device analysis: no device malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the leak was a result of explant damage it is considered a secondary failure and will not be considered a probable cause for this event. The other cylinder and pump performed within specifications.

Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced fever and scrotal inflammation, the physician alleges an erosion caused the infection.

Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.